Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17204; related manufacturer reference number: 2017865-2020-17205. It was reported that the patient experienced right shoulder pain and palpitations after the implant procedure on (B)(6) 2020. Programming changes were made to adjust the parameters of the right ventricle, left ventricle and atrial leads. Patient further experience increased right shoulder pains. Subsequent reviews showed that the atrial lead exhibited failure to capture, failure to sense, and low pacing impedance and the left ventricle lead exhibited high capture thresholds. The atrial and right ventricle leads were explanted and replaced on 19 october 2020, while programming changes were made in regards to the left ventricle lead. Patient was stable during and post procedure.